Manufacturer narrative:
Patient reported no strenuous activities and no falling, however the patient did report a right side total knee replacement several months prior to discovering the fractured lead in the left knee. Patient reports relying on her left knee heavily while recovering from right knee surgery. There is no clear cause of the lead fracture, but likely the additional stress while recovering from surgery has contributed to the event.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat left knee pain. During a reprogramming in (B)(6) 2023 one lead was noted to have all high impedances and imaging confirmed the lead was fractured. Patient had a delay in pursuing any corrections for the fractured lead due to ongoing unrelated medical issues. On (B)(6) 2024 the nalu system was explanted per patient request due to loss of efficacy from the fractured lead.